Event description:
The customer stated that she tested her blood glucose using her contour meter and rec'd a reading of 574 mg/dl. She drove to the pharmacy and had her glucose retested within 10 minutes and rec'd a reading of 237 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.